Manufacturer narrative:
Date of event - estimated as date is unknown. Implant date - estimated as date is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient experienced a mild stroke following the implant of the closure device. No further information is known.